Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an itchy rash on her back. Patient reports being allergic to nickel. There was no alleged device malfunction contributing to the irritation. Patient reported that a physician prescribed azathioprine 50 mg and ivermectin 3 mg. Patient declined further follow up from the distributor stating the rash may take awhile to heal.